Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". The patient's medical history included breast cancer and acid reflux (oesophageal). Concomitant products included ibuprofen (motrin), lansoprazole, sumatriptan and tamoxifen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital hemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condit/problems") and vaginal hemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital hemorrhage, neoplasm malignant, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight decreased, weight increased and vaginal hemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events -vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration') and neoplasm malignant ('cancer'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "the patient did not undergo confirmatory test". The patient's medical history included: breast cancer and acid reflux (oesophageal). Concomitant products included: ibuprofen (motrin), lansoprazole, sumatriptan and tamoxifen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condit/problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). And was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"). Weight decreased ("weight loss"), and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, neoplasm malignant, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight decreased, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events: vaginal infection, vaginal discharge. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: event: "abnormal bleeding vaginal" was added, concomitant drugs and medical history were added. Seriousness criteria for event: genital hemorrhage updated to non serious. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neurological condit/problems") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, neoplasm malignant, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events -vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event injury updated to pelvic pain. New events the patient did not undergo confirmatory test, back pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury, migration, vaginal infection, vaginal discharge, fatigue, gi conditions, dental probs., hormonal changes, headaches, nausea, nuero condit/prob, cancer, weight gain, weight loss were added. Patient information were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.